Manufacturer narrative:
The device was returned to gore, and an explant eval is being conducted. A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Further investigation is in process. Add'l gore excluder aaa devices related to this event: pxc181000/(B)(4), pxc181400/(B)(4), pxc161000/(B)(4).

Event description:
On (B)(6), 2010, the pt was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The pt's aortic diameters were within guidelines of the gore excluder aaa endoprosthesis instructions for use, however, there was a lot of thrombus in the aneurysm sac, and the aorta and iliac arteries were tortuous. The gore excluder aaa trunk-ipsilateral leg endoprosthesis was placed without incident, followed by two gore excluder aaa contralateral leg endoprostheses. Upon ballooning the proximal portion of the trunk-ipsilateral leg using a gore tri-lobe balloon, the contralateral leg slipped outside the contra-gate by about 1mm. An add'l contralateral leg was placed to bridge the resultant gap. The final angiographic run indicated that the trunk-ipsilateral leg had migrated 1.5-3cm proximally and covered the renal arteries. Although the renal arteries appeared patent, the decision was made to convert to open surgical repair. All four devices were explanted. The pt tolerated the procedure well.